Event description:
New information on (B)(6) 2018 states that the patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited noise reversion episodes and undersensing. The device was reprogrammed. No further information was available.